Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. A system restart was attempted, however, it was unsuccessful. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Investigation was performed on relevant hardware, complaint description, log files and system history. The log file analysis shows that after the reboot the system detected an image system error. In this case the system stays in bypass mode and the image visualization system shut down. The system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. A reset of the image visualization system (ivs) was logged and afterwards the wide screen control unit (wcu) did not start correctly. Between the two restarts, there is no attempt to release x-ray logged (no pressing of foot or hand switch). Therefore, the unavailability of x-ray could not be confirmed. The multi display manager (mdm) was replaced by local service organization and no further issues have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.